Event description:
On (B)(4) 2012, the lay-user/patient contacted animas alleging that the pump had an inaccurate bolus history compared to the tdd. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that the bolus history for (B)(6) 2012, revealed one bolus of 6.50 units delivered at 1:51 pm. The history for the tdd indicated that a total bolus amount of 9.14 units was delivered. The pump's date and time were reportedly correct. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate bolus/tdd history. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4):a review of the pump history shows that the boluses performed match the total daily dose amount. There was no activity outside normal patient use observed in the black box or download history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.